Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system(sn (B)(4)) displayed a "coolant level low" error message although the coolant reservoir was full" was confirmed during the functional testing and event log review. The root cause was due to the refraction of the coolant level in the chamber not being constant when rotating. Vertical irregularities caused refraction irregularities, likely attributed to defective components. The coolant level sensor block and coolant level sensor chamber were replaced to address the reported complaint. Upon visual inspection, no physical damage was observed. The event log review showed coolant low alert messages, thus confirming the reported complaint. The thermogard xp ivtm system failed functional testing. The system displayed low coolant while coolant was at med level. The system was opened and it was observed that one led on the coolant level sensor block remained off when coolant was filled. The rotating coolant chamber inside the sensor block resulted in intermitted coolant detection, indicated by the led going on/off. The sensor block was exchanged; however, the problem persisted intermittently and showed minor intermitted coolant detection when the coolant reservoir chamber rotated. Debris was found inside sensor tunnels. Cleaning did not completely resolve the issue. After replacing the coolant level sensor block and coolant level sensor chamber, the ivtm system passed the functional testing without any error. Following service and replacement of the defective parts, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During setup, the customer reported the thermogard xp ivtm system(sn (B)(4)) displayed a "coolant level low" error message although the coolant reservoir was full. No patient involvement.